Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The reported event could not be replicated or confirmed. There was no physical damage found on the conductor wire and the instrument passed the electrical continuity test. However, a frayed cable was noted visible at the distal end of the instrument.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument had a broken (black) conductor wire. There was no report of patient involvement or patient injury.